Event description:
It was reported that the patient presented for a procedure. During the procedure, when the physician attempted to cannulate the coronary the ostium was dissected. The patient developed a pericardial effusion without consequences. The patient was in stable condition.